Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in a severely calcified left anterior descending artery. The 15mm x 4.00mm nc quantum apex balloon was being used for pre-dilatation when the balloon ruptured at unknown atms. The number of inflations and to what atms is unknown. The procedure was not completed due to the same device being unavailable. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).